Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The pump supplies were changed and insulin injections were administered. Blood glucose (bg) was in the 600s mg/dl and the ketone level was moderate/large. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous fluids/insulin and dextrose. Blood work was performed. The high bg/ketones were resolved. The customer could not recall the exact dates of admission and discharge. As the event had occurred in the past, tandem technical support could not troubleshoot to determine a possible cause of the occlusions.